Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Synthes sales rep. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2019, before the case started, the sales consultant was teaching the surgical technologist on how to load the titanium multiloc screws onto the unknown screwdriver. When this screw was unable to be loaded, the surgical technologist noted that the screw seemed to be bent out of shape. This screw was not needed during the actual case so there was no patient involvement or delay to the case. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).